Event description:
It was report by a patient via (B) (6), to stryker trauma (B) (4), (B) (4), an event where a gamma nail was involved asking for possible shortfalls of the nail.

Manufacturer narrative:
Device will not be returned for eval. If the device or add'l info becomes available, it will be reported on a supplemental report.